Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent cystoscopy due to grade iii cystocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent excision of vaginal mesh and cystoscopy on (B)(6) 2013 for vaginal mesh erosion. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.